Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of the transmission, the patient's right ventricular (rv) lead was found to have over-sensing of noise. The over-sensing was not reproducible. Corrective programming changes were made and the patient will continue to be monitored. The patient was stable throughout and no symptoms were reported.